Manufacturer narrative:
(B)(4). The device was evaluated at (B)(4) unit. Visual inspection was performed and noted white floating particles in the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter floating in the solution. The device was filled with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.